Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was not returned to olympus for inspection, but the reported failure was confirmed during on-site inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the scope could not be detected due to poor contact, and the malfunction was resolved on-site. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had scope communication error caused by bad contact. The event occurred during a service maintenance. There were no reports of patient involvement.